Manufacturer narrative:
Trackwise ID #: (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, when the kit was opened prior to starting the harvest, it was noticed that the c ring of the hemopro 2 was broken in half. This defect meant the kit was not safe to use. Therefore, the defective kit was removed. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
(B)(4). The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. However, photographs were provided by the account. A photographic inspection was conducted. The cannula was observed inside an open plastic protective shell, in the top plastic protective shell. Despite that it was reported that there was no patient involvement, signs of clinical use and slight evidence of blood was observed on the transected c-ring in the photograph. The c-ring was observed to be transected in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula through the retention rib. Based on the photographic inspection, the reported failure "break-c-ring" was confirmed. The lot # 25152520 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, when the kit was opened prior to starting the harvest, it was noticed that the c ring of the hemopro 2 was broken in half. This defect meant the kit was not safe to use. Therefore, the defective kit was removed.a replacement device was used to complete the procedure. No patient involvement.